Event description:
It was reported that the guidewire fractured. A fathom 14 guidewire was selected for use to embolize a hepatic pseudoaneurysm. The fathom 14 guidewire was advanced through a non-bsc microcatheter and positioned in the common hepatic artery without any difficulty. While advancing towards the hepatic pseudoaneurysm, the fathom 14 guidewire fractured. The detached component was approximately 30cm in length and went into the pseudoaneurysm. Removal of the detached component was attempted using a snare, but it was unsuccessful. A minor non-flow limiting dissection occurred during use of the snare. However, it did not require any intervention, only conservative management. Meanwhile, the detached tip which remained in the pseudoaneurysm aided in thrombosing it. There were no patient complications, and the patient is expected to fully recover. The procedure was completed.

Manufacturer narrative:
Device eval by MFR: the device was returned and analysis was completed. Visual analysis revealed the guidewire was kinked, stretched and detached at the distal section. Microscopic examination revealed that the guidewire kinked, stretched and detached at the distal section, and the hydrophilic coating was detached.

Event description:
It was reported that the guidewire fractured. A fathom 14 guidewire was selected for use to embolize a hepatic pseudoaneurysm. The fathom 14 guidewire was advanced through a non-bsc microcatheter and positioned in the common hepatic artery without any difficulty. While advancing towards the hepatic pseudoaneurysm, the fathom 14 guidewire fractured. The detached component was approximately 30cm in length and went into the pseudoaneurysm. Removal of the detached component was attempted using a snare, but it was unsuccessful. A minor non-flow limiting dissection occurred during use of the snare. However, it did not require any intervention, only conservative management. Meanwhile, the detached tip which remained in the pseudoaneurysm aided in thrombosing it. There were no patient complications, and the patient is expected to fully recover. The procedure was completed.